Event description:
It was reported that a homechoice automated pd set with cassette leaked. This occurred during troubleshooting for an unrelated alarm on the homechoice device. The patient was connected at the time of the leak. While troubleshooting the alarm, the patient had pulled up on the lines at the homechoice door. After doing this, the patient observed that the heater line was leaking near the door of the homechoice. The technical service representative (tsr) had the hp end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.